Event description:
It was reported that during use with 30 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting underfilling of sample when using product 363083, 2109028.

Manufacturer narrative:
10 samples and 2 photos were returned by the customer in support of this complaint from catalog 363083, lot number 2109028. The photos were evaluated and do show the customer¿s failure mode of underfill as the meniscus of the specimen is below the etched fill line on the tube. Additionally, the 10 customer samples, along with 10 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 30 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting underfilling of sample when using product 363083, 2109028.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.